Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with tilted lens, anterior and posterior capsule fibrosis. Originally, the lens was anteriorly displaced with myopic shift but improved with cycloplegic. Then weeks later astigmatism appeared. The lens was explanted and exchanged. The patient's current prognosis is good. According to the surgeon the most likely cause of the event was capsule fibrosis which caused the lens to vault.